Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information indicates the lead became dislodged which resulted in loss of capture. No additional adverse patient effects were reported. The device has been received and is pending analysis. Information from the filed indicates x-ray imaging was performed at the time to confirm the dislodgment. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information indicates the lead became dislodged which resulted in loss of capture. No additional adverse patient effects were reported. The device has been received and is pending analysis. Information from the field indicates x-ray imaging was performed at the time to confirm the dislodgment. No additional adverse patient effects were reported. The device has been analyzed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information indicates the lead became dislodged which resulted in loss of capture. No additional adverse patient effects were reported. The device has been received and is pending analysis.